Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had open heart surgery and had their device off. The patient stated they turned it back on monday and they were trying to find the right setting. The patient was advised that it should come back on at the same setting where they turned it off. The patient was advised that if they found it was not working, they could try changing the program but should consult with their healthcare provider (hcp) before making any changes. The patient noted that they thought it was working, but not very great. The patient noted that they were on different medications after their surgery. It was reviewed with the patient that medications could have an impact on symptoms and to discuss with their hcp. The patient noted they were instructed to get in contact with a manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.